Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working due to motor error and no delivery alarms. Customer stated that he has not used the pump in a couple months due to it not delivering insulin. Customer stated that he called the helpline about the issue and stopped using the pump. Customer stated that his blood glucose was 300 mg/dl at the time of the incident. Customer reported that the no delivery alarm was resolved by a complete set change. Customer will be receiving a loaner pump and returning the original pump. Customer stated that he doesn't remember seeing the motor error alarm. Customer stated that he had a hospitalization a month ago for his high blood glucose, but he cannot recall the correct date. Customer was hospitalized with blood glucose over 300 mg/dl and diabetic ketoacidosis. Customer stated that he was put on insulin pens and was not wearing the pump at the time of the incident. Customer took the pump off on the way to the hospital.